Event description:
The customer reported an error code. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6)was performed from date of manufacture 02/13/2018 to the present date 11/17/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an error code. No patient involvement is noted.